Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted and replaced.